Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient¿s therapy had not been working right since a fall about two weeks ago. On the day of the report, there was a poor communication screen. They tried to sync with the ins with and without the antenna, which did not resolve the issue. The patient was redirected to follow up with their healthcare provider (hcp) to assess the ins after the fall.